Event description:
Customer stated, they reported an erroneous result for tsh. The original run was 100 uiu per ml (accompanied by data flag indicating rerun was necessary). The instrument performed an automatic dilution and retested the sample, receiving a result of 0.455 uiu per ml. This result was reported. Approximately one hour later, the tech reran the same sample (on same instrument) and received 100 uiu per ml (accompanied by data flag indicating rerun was necessary). The automatic dilution was performed on this rerun and a result of 135.6 miu per ml was reported. The tech corrected the report of 0.455 to 135.6 miu per ml. She states she called the corrected result to the floor and then sent the corrected report to the floor. The patient was not adversely affected. Testing was performed using serum in a pour-off tube from original sst 8.5 ml tube. Sample was centrifuged for 10 minutes at 3000 rpm using swing buckets.

Manufacturer narrative:
The field service representative did not determine a cause. He performed assay performance checks with all parameters successfully. He also verified all mechanical adjustments were ok. He slightly increased wash to inside and outside of probes. The analyzer is operating satisfactorily. Calibration and controls were run to verify analyzer operation.